Event description:
The report received from (B)(4) study indicated that the patient was enrolled in the study and was found to have three-vessel disease. A cypher 3.0 x 13 mm stent was successfully implanted in the saphenous vein graft (svg) to the right posterior descending artery (rpda). There were no reported procedural complications, device deviations or adverse events reported. Five days after the index procedure, the patient returned for a planned staged procedure and had two target lesions treated. The proximal right coronary artery (rca) target lesion was pre-dilated as planned with a durastar balloon catheter. During pre-dilation, a type a dissection was noted and was treated by an additional stent placement. The patient had two cypher stents implanted in the proximal/mid rca target lesion: a 3.0 x 18 mm and a 3.0 x 8 mm stent. The stents were not overlapping and both were deployed at 16 atm. The patient had an additional cypher 2.5 x 23 mm stent successfully implanted in the unprotected left main target lesion at 16 atm. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged four days after the staged procedure. There was no product issue or adverse event associated with any of the cypher stents implanted. Addendum: approximately five and one-half months after the index procedure, the patient had a re-pci done due to a positive ischemic functional study. The mid rca was treated by balloon angioplasty (ptca). The event was reported to be unrelated to the study devices/procedure. Approximately fourteen months after the study index procedure the patient had another re-pci done due to a positive ischemic functional study. The distal rca was treated by stent implantation. The event was reported to be unrelated to the study devices/procedure.

Manufacturer narrative:
The complaint received states that this (B)(6) patient suffered an arterial dissection during the staged index procedure and experienced in-stent restenosis approximately 5 and 14 months post procedure. This is a 53 year-old male with medical history including unstable angina, previous pci/tv ((B)(6) 2010), CABG ((B)(6) 2010), family history of cad, hyperlipidemia, hypertension, congestive heart failure (nyha ii), and gastroesophageal reflux disease. The patient was diagnosed with triple vessel disease at the time of the index procedure. The multi-vessel procedure was a staged event. In the first stage a cypher 3.0 x 13 mm stent was successfully implanted in the saphenous vein graft (svg) to the right posterior descending artery (rpda). There were no reported procedural complications, device deviations or adverse events reported. Five days after the first stage index procedure, the patient returned for the second stage procedure. Two target lesions were treated at that time. The proximal right coronary artery (rca) target lesion was pre-dilated as planned with a durastar balloon catheter. Vessel characteristics and inflation pressure are unknown. During pre-dilation, a type a dissection was noted and was treated by an additional stent placement. The patient had a total of two cypher stents implanted in the proximal/mid rca target lesion: a 3.0 x 18 mm and a 3.0 x 8 mm stent. The stents were not overlapping and both were deployed at 16 atm. The unprotected left main (ml) was successfully treated with a cypher 2.5 x 23 mm stent implanted at 16 atms. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged four days after the staged procedure. Approximately five and one-half months ((B)(6) 2011) after the index procedure, the patient had a re-pci done due to a positive ischemic functional study. The mid rca cypher in-stent restenosis was treated by balloon angioplasty (poba). The event was reported to be unrelated to the study devices/procedure. Approximately fourteen months after the study index procedure ((B)(6) 2011) the patient had another re-pci done due to a (B)(6). The distal rca cypher in-stent restenosis was treated by stent implantation. The event was reported to be unrelated to the study devices/procedure. The index stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15108200 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used for the same patient. Please reference MFR. Report # 3003742446-2011-00424 and # 3003742446-2011-00425. Please also reference MFR. Report # 9616099-2011-00019.